Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth); (event date); (event description); (lot number and expiration date); (date received by the manufacturer); (manufacturing date). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of op-tease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of filter struts. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), a CT scan for evaluation of the patient¿s op-tease ivc filter discovered embedment in the aortic wall. These injuries have caused emotional distress, mental anguish, anxiety and stress. The patient became aware of the alleged failures approximately four years and seven months post implantation. Although the legal briefing does not mention the death of the patient, the ppf provided states that the information is received from the surviving spouse of the patient. The following additional information received per the medical records state that during the implant procedure, right common femoral vein was accessed uneventfully with a long 6-french sheath. A carbon dioxide angiography was performed, which defined a normal-caliber inferior vena cava and the takeoff of the renal veins bilaterally around the level of l3 was able to be visualized. No obvious filling defect within the ivc imaged. The op-tease ivc filter was deployed below the renal veins under fluoroscopic guidance. Deployment was secure without any evidence for embolization. The venous sheath was then discontinued and hemostasis was achieved. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to perforation of filter struts. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of filter struts. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, during the implant procedure, an angiography was performed, which defined a normal-caliber inferior vena cava and the takeoff of the renal veins bilaterally around the level of l3. The optease ivc filter was deployed below the renal veins under fluoroscopic guidance. Deployment was secure without any evidence for embolization. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of filter struts. Per the patient profile form (ppf), a CT scan discovered embedment of the filter in the aortic wall. These injuries have caused emotional distress, mental anguish, anxiety and stress. Although the legal briefing does not mention the death of the patient, the ppf provided states that the information is received from the surviving spouse of the patient. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complain the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.